Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow-up report.

Event description:
It was reported that during testing it was seen that all electrode channels were showing high impedance. The device is going to be explanted.